Event description:
Customer reported she was not able to see the code on the screen of her adc blood glucose meter. Customer further reported that due to this her left hand is hurting and is swollen because she had been beating the meter trying to make it work and subsequently experienced an unspecified injury. No further information was provided by the customer as she refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1267423) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown.